Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 11/6/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation and capsular contraction on the implant. During evaluation of the device it was observed to have no apparent damage. Leak testing revealed a tear noted in the posterior aspect measuring less than 0.1 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade iii. Concomitant products: 325cc mentor smooth round moderate profile breast implant catalog: 3501650 lot: 6841518 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 325 cc mentor smooth round moderate profile breast implant experienced left sided rupture and capsular contracture baker grade iii post procedure. Mentioned complications were confirmed by a physician. As a result, patient underwent removal and replacement with a 325cc mentor smooth round moderate profile breast implant catalog: 3501650 lot: 7693186 sn: (B)(4) on (B)(6) 2019.